Manufacturer narrative:
The root cause category is not assignable (complaint not confirmed). The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritations. The product quality for the batch is not impacted by this complaint.

Event description:
Product has become too hot, triggered a burn blister burns second degree, product has become too hot, two heat cells fused together device issue,. Case narrative:this is a spontaneous report from a contactable consumer (patient's husband) or other non hcp. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number r26882, expiration date jun2019) from an unspecified date for an unspecified indication. The patient's medical history was not reported. Concomitant medication included an unspecified blood thinner. On an unspecified date, the reporter stated "two heat cells are fused together, thus there is a material complaint. My wife used the product and it has become too hot, at one point, and has therefore triggered a burn blister". Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. As of (B)(6) 2017, the product quality complaint (pqc) group investigation results stated that the root cause category is not assignable (complaint not confirmed). The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the products is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritations. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (08sep2017): new information reported from the pqc group includes: product investigation summary results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the events of "burn blister" and "two heat cells are fused together and it has become too hot," as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified., comment: based on the information provided, the events of "burn blister" and "two heat cells are fused together and it has become too hot," as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified.

Manufacturer narrative:
The root cause category is not assignable (complaint not confirmed). The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritations. The product quality for the batch is not impacted by this complaint. The root cause category is non assignable (complaint not confirmed). The evaluation of the photos attached of the consumer returned sample is not clear enough to determine if there is a defect to the cell packs; without the physical sample for evaluation the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Product has become too hot, triggered a burn blister [burns second degree] , product has become too hot, two heat cells fused together [device issue]. Case narrative:this is a spontaneous report from a contactable consumer (patient's husband). A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number r26882, expiration date jun2019) from an unspecified date for an unspecified indication. The patient's medical history was not reported. Concomitant medication included an unspecified blood thinner. On an unspecified date, the reporter stated "two heat cells are fused together, thus there is a material complaint. My wife used the product and it has become too hot, at one point, and has therefore triggered a burn blister". Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. As of 08sep2017, the product quality complaint (pqc) group investigation results stated that the root cause category is not assignable (complaint not confirmed). The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the products is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the wrap being too hot is inconclusive since review of records does not provide evidence to support defective product. Care should be taken to read and follow all safety and use information as provided with the wrap to avoid the risk of burns or other skin irritations. The product quality for the batch is not impacted by this complaint. As of 06nov2017, product quality investigation results included: the root cause category is non assignable (complaint not confirmed). The evaluation of the photos attached of the consumer returned sample is not clear enough to determine if there is a defect to the cell packs; without the physical sample for evaluation the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (08sep2017): new information reported from the pqc group includes: product investigation summary results. Follow-up attempts completed. No further information expected. Follow-up (27oct2017): follow-up attempts completed. No further information expected. Case closed. Follow-up (06nov2017): new information received from product quality complaint group included: product quality investigation results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events of "burn blister" and "two heat cells are fused together and it has become too hot," as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn blister" and "two heat cells are fused together and it has become too hot," as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Product has become too hot, triggered a burn blister [burns second degree] , product has become too hot, two heat cells fused together [device issue] , . Case narrative:this is a spontaneous report from a contactable consumer (patient's husband) or other non hcp. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number r2688207/142324, expiration date jun2019) from an unspecified date for an unspecified indication. The patient's medical history was not reported. Concomitant medication included an unspecified blood thinner. On an unspecified date, the reporter stated "two heat cells are fused together, thus there is a material complaint. My wife used the product and it has become too hot, at one point, and has therefore triggered a burn blister". Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blister" and "two heat cells are fused together and it has become too hot," as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blister" and "two heat cells are fused together and it has become too hot," as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.